Event description:
On (B)(6) 2014, the pt's ipg was repositioned (reported under MFR. Report#: 1627487-2014-07351, follow-up #001). During the procedure, the pt's lead was found to have migrated. Prior to the surgical procedure the device was performing as intended. Regardless, the doctor repositioned the lead. Surgical intervention addressed the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.